Manufacturer narrative:
Ae assessor spoke to the spouse of the patient. The patient died (B)(6) 2019. The spouse stated that the cause of death was a heart attack. The patient had a history of heart disease. The wife was unable to arouse the patient and unable to get a bg reading she called the emts. The emts were unable to revive the patient. He was brought to (B)(6) hospital in (B)(6) but he was unable to be revived.

Event description:
Territory business leader (tbl) reported that she was told by the patient's hcp dr. (B)(6), that this patient experienced an hypoglycemic event and also has passed away a week ago. Tbl stated that back in 2018 when the patient first started v-go, he was prescribed the v-go 40. And in the past couple months, he was switched to v-go 30.